Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) meter read "high," however, specific blood glucose value was not provided. A manual injection was used to correct bg and the pump supplies were changed to address the issue.